Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated she woke the patient up at 9:00 am to check her blood sugar at the start of the day. The patient stated she did not feel well and when the patient¿s mother checked her follow application, the patient¿s blood glucose was displaying 133 mg/dl. The patient¿s mother stated a few minutes later, the patient started to feel very sick, so she checked her finger stick reading and the meter displayed a value of 530 mg/dl. The patient¿s mother took the patient to the hospital and the patient was admitted to the intensive care unit (ICU) for diabetic ketoacidosis. The patient was placed on an insulin drip and administered phenazopyridine. Additionally, the patient¿s mother reported that she noticed that the patient¿s insulin pump had stopped functioning in the middle of the night and stated that the dexcom system had not alerted them of the patient¿s rising values. The patient was discharged from the hospital on (B)(6) 2018. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.